Manufacturer narrative:
Updated clinical assessment: 67 year old male patient treated with impella cp inserted via right femoral artery due to cardiogenic shock. Patient was then transferred to a different center without complication. Once arriving at the second hospital, while moving from stretcher to bed, the impella got pulled back and ¿impella position in aorta¿ alarmed. Impella was reduced to p 2. Echo showed impella completely in aorta and the physician was unable to advance across the aortic valve. Impella was then removed, which led to the patient requiring vasopressors. The access was maintained and the patient was treated with a new impella cp device. Impella was pulled back at access site during the transport, which cannot be attributed to the device, but in handling of the access site and securing the device as well as the patient during movement. No further information, if best practice of repositioning was used. The positioning issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the revision, but there was no lasting harm or injury reported. The impella was removed and another impella was inserted. The device is not available.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H6: note f1905 was added due to a review of the complaint record. A150204 failure to advance was omitted. H11: updated based on the results of the investigation. Investigation summary the cause of the hemodynamic instability was unable to be determined due to insufficient clinical details. The cause of the device in wrong position was determined to be an unintentional use error as the pump was pulled out of position while moving from stretcher to bed and ¿impella position in aorta¿ alarmed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 67-year-old male patient treated with impella cp due to cardiogenic shock. Patient was then transferred to a different center without complication. Once arriving at the second hospital r while moving from stretcher to bed impella got pulled back and ¿impella position in aorta¿ alarmed. Impella was reduced to p 2. Echo showed impella completely in aorta and the physician was unable to advance across the aortic valve. Impella was then removed, which led ot the patient requiring vasopressors. The access was maintained and the patient was treated with a new impella cp device. Impella was pulled back at access site during the transport, which cannot be atributed to the device, but in handling of the access site and securing the device as well as the patient during movement. No further information, if best practice of repositioning was used.